Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not deliver stimulus. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the device did not deliver stimulus, at its visual check there were no observations and it passed its incoming testing. Though the unit passed its testing it is part of a population affiliated with a field corrective action (fca) and the cost to remedy it in accordance with the fca was prohibitive and therefore the device was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.